Manufacturer narrative:
Concomitant medical products: enlw1624c124e, sn (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a abdominal aortic aneurysm. It was reported that approximately five years and ten months post index procedure a follow up CT revealed that the endurant stent graft system had bilateral distal type I endoleaks. The physician elected to coil the right internal iliac artery and then implanted and endurant limb that extended coverage into the right external iliac artery. The physician then elected to implant another endurant stent graft limb into the left common iliac artery and the event was resolved. Per the physician the cause of the event was due to the patient anatomy of aortic remodeling. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.